Event description:
Facility reported that the patient was having a mid-face lift. Doctor was using the endotine midface st 4.5 bilaterally on either side. The first endotine used snapped while being elevated to attachment point. Two (2) backup endotines were used. There was no patient injury.